Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. On an unreported date, the patient presented to the emergency room and was subsequently hospitalized for the events. Treatment was not reported. Pd therapy was ongoing. The patient was not recovered from the peritonitis event. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed or if pd therapy was ongoing at the time of death. No additional information is available as the reporter declined follow up.